Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose level was 600 mg/dl. Customer stated that infusion set had bent cannula. Customer stated that they changed the infusion set. Customer stated that they were treated with insulin pump by giving nine units of insulin. Customer was assisted with troubleshooting for bent cannula. It was unknown that auto mode feature was active or not at the time of event. The device will not be return for analysis.